Event description:
The patient reported that he was hospitalized for blood glucose reading of 2.4 mmol/l (43 mg/dl). At the hospital he was treated with glucagon and he was given 10cc of sugar water. He was at the hospital for a few hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.